Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported events of crack and detachment of device component: "5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that during injection with an unknown amount of juvéderm® ultra, the ¿syringe cracked while the needle was being applied and then popped off during injection." No injury occurred. The packaged needle was used for injection.